Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has a prominent bump at the lead incision site. The physician suspects the issue is caused by erosion due to the anchor or is the result of a neuroma. The patient reportedly is prone to scar tissue and keloids. Surgical intervention will be undertaken at a later date to replace the patient's current percutaneous lead with a paddle lead (reference MFR report #s 1627487-2012-00774 and 1627487-2013-00083. The reported bump will be assessed at that time and a decision will be made on whether to explant or revise the anchor.